Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staff saw a tiny pinhole in the sterile packaging. The package was unopened. Used another like device to complete the procedure and it worked well. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t5ch4j. Investigation summary: the analysis results found that a psee45a device was returned outside its original package. Only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a dent in the tyvek. The dent was noted to be from the outside in. In addition, a methylene blue test was conducted and it was confirmed that the damaged did not cause the sterility to be compromised. In addition, a foreign matter was noted and was confirmed to be flash from the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. During manufacturing/testing in some cases component friction can result in small shavings ejecting from the device after packaging during transit. The reported complaint was confirmed. Device history lot: a manufacturing record evaluation was performed for the finished device lot t93c5x number, and no non-conformances were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch t5ch4j number, and no non-conformances were identified.